Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately three weeks post port placement via right inner diameter allegedly a leak was identified near the placement site via CT scan. Reportedly, the device was removed and a new device was placed. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately three weeks post port placement via right inner diameter allegedly a leak was identified near the placement site via CT scan. Reportedly, the device was removed and a new device was placed. The current patient status is unknown.

Event description:
It was reported that approximately three weeks post port placement via right inner diameter allegedly a leak was identified near the placement site via CT scan. Reportedly, the device was removed and a new device was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one plastic powerport isp m.r.I. Implantable port with 8 fr s/l power groshong catheter was returned for evaluation. Visual, microscopic, tactual, and functional evaluations were performed. The investigation is confirmed for a subcutaneous leak. A partial inclined slit between the 24cm and 25cm depth markings was found in the tubing. The sample was patent to infusion, however leaking was observed through the slit site. The surface texture of the diagonal break was found to be smooth and granular, with the plane being relatively straight. Some longitudinal splitting connected to this diagonal split was noted, and a small amount of diagonal splitting appeared to continue across the longitudinal splitting on one side. In addition, one electronic photo was provided for review. The photo review found that the device in the photo appeared consistent with the MRI powerport with the solid blue groshong catheter that was returned. Although a definitive root cause could not be determined, suturing the catheter to the underlying tissue or damage to the catheter prior to use could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.